Event description:
It was reported that the pt was unable to recharge the battery. The recharger was on for four hrs and the battery was still dead. The recharger was connecting and charging, but the implantable neurostimulator (ins) battery did not keep the charge. The pt went to the physician's office and the charging was repeated (the ins was still dead). X-rays were performed to see if the device was flipped, and it was not flipped. The pt was taken to the or and the ins was replaced. It was noted that the pt has fallen and had a small seroma in the pocket. The pt recovered without sequela.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.